Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act keypad button is not sensitive. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received no button response due to flattened and creased act button dome switch. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump had minor scratched display window and cracked reservoir tube lip.